Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 14 mm, diameter 2.5 mm, was intended to treat a lesion in a patient's lad. It was reported that the stent could not pass through the lesion, and, on removal of the device, stent, the stent struts were noted to be destroyed. The target lesion exhibited 90% stenosis with little calcification. The target lesion was pre-dilated with a 1.5x12 mm sprinter balloon (12 atm, 1 inflation). It was reported that 85% stenosis remained following pre-dilation. No patient injury occurred. An other brand stent was used to treat the lesion. Patient was stable post procedure and no clinical sequelae have been reported. The device has not been received for evaluation.

Manufacturer narrative:
(B)(4). Evaluation, results: stent deformation, failure to deliver stent; 85% stenosis post pre-dilatation, little calcification. Evaluation, conclusions: 85% stenosis post pre-dilatation, little calcification.